Event description:
Additional information received reported the patient had the right hemisphere system explanted because the patient had mohs surgery to remove a skin tumor over the implant. It was noted the system was explanted on (B)(6) 2013.

Event description:
It was reported that the right hemisphere lead, extension, and implantable neurostimulator were explanted. The explant was related to skin breakdown by the lead related to a mohs procedure near that area. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
The previously reported conclusion no longer apply to this event.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # l69546, implanted: (B)(6) 1999, product type lead; product ID 3387-40, lot # j0118277v, implanted: (B)(6) 2002, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).